Event description:
Student arrived at the nurse's office extremely itchy all over his body. He was especially scratching at his upper back and arms. When I took a look, I saw about 6 unidentifiable patches. I called dad; he said he gives him "super patch company", patches to help with "focus". When I asked how come there are 6 patches on his body, he said well one does focus, other does sleep and so on. They are meant to be used for different things. I explained to him how he's scratching all over his body and is extremely uncomfortable. Student could not sit still. I was able to get the patches off where I saw some irritation from the adhesive. The company claims it's drug free but doesn't state how many patches should be on the body at once. It also states it uses vibrotactile stimulation which can be a contributing factor to the extreme itching. There is no age minimum on the product as well. Pt codes: 1907, 1943. Device code: 4001. Ref reports: mw5180718, mw5180720, mw5180721, mw5180722, mw5180723.